Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the safeset port was received separated from the 25" pressure tubing. When the end of the tubing was microscopically examined, insufficient solvent coverage was observed. The probable cause of the pressure tubing separation had occurred due to insufficient solvent coverage on the tubing during assembly at manufacturing. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
E1: initial reporter phone has an extension # (B)(6). The device was received for evaluation. The investigation is pending.

Event description:
The event involved a transpac¿ trifurcated monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84", 3 3 ml squeeze flushes, 3 disposable transducers, macrodrip (pole mount) where it was reported that the tube disconnected on a patient. There was patient involvement, no patient harm and no delay in therapy.